Manufacturer narrative:
This supplemental report is being submitted to report the device investigation results. The root cause was not identified, but the probable cause based on the investigation to date is described. The image turns black. Image may or may not appear when the knob is moved. The connecting failure of the scope connector. Leakage of air supply. The intensity of light out of specification of the lamp. The product has passed more than 13 years since delivery and it is assumed that the output connector, the air supply/drainage ports, and the xenon lamp failure occurred due to the long-term use. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint that the screen goes black was not confirmed. The unit has been activated for 2 hours with the test cv-180 video processor and 180 scope. The device was visually inspected and found worn out scope socket causing poor connection and worn out socket air joint leaking air pressure. The parts were replaced. The olympus lamp has over 500 hours, the light output out of specifications. The lamp needs to be replaced. The unit is equipped with new type igniter and iris cable, housing in normal condition. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there are problems with the image processor or light source. The screen goes black. If you disconnect everything and twist the knob slowly, the screen comes back on, then you must hold it in place but it goes black again. There was no patient involvement. No additional information was provided.